Event description:
The patient was receiving IV gancyclovir. A 5% dextrose IV flush bag was attached to a 4 port manifold and the IV gancyclovir was piggybacked. One of the claves from the manifold came off and the IV medication leaked out of the lumen of the manifold. The medication did not reach the patient, however the staff and transport rn came in contact with the hazardous medication.